Manufacturer narrative:
This device involved in this is pending device evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during the embolization treatment of left internal iliac aneurysm sac, multiple attempts were made to detach the coil unsuccessfully. The physician torqued (twisted) the device until the coil detached. No additional intervention was reported. No patient harm or injury was reported.